Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 777 mg/dl at time of incident. Another blood glucose level was between 300 to 400 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump's retainer ring was missing. The customer was treated with insulin pump and insulin drip in hospital. The customer stated that the symptoms related to high blood glucose such as thirsty. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.